Event description:
Hill-rom technician found that the brakes were not holding at the head end of the stretcher, but worked from the foot end.

Manufacturer narrative:
Technician found that the link was broken and causing the foot end brakes not to engage. He installed the transtar brake/steer upgrade on the head end of the stretcher and the brakes functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.